Event description:
The pt received a blood glucose result of 507 mg/dl on the suspect device. Pt felt fine and went to the hosp to get checked. The hosp checked pt's glucose at 300 something mg/dl. Pt was treated with an IV and told to lay down until their glucose was 183 mg/dl and pt was able to go home. Controls were used on the system they were within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.